Event description:
It was reported that the preventative maintenance scheduled in our records was an inspection of a cot drop. The cot reportedly dropped with a pt, however, there were no adverse consequences reported.

Manufacturer narrative:
Investigation underway.